Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
The customer reported via phone call that they see fluid under the lcd and it was splashing around at the creek. The customer¿s blood glucose was 103mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.